Event description:
The dealer called stating that the tdxsp power chair is allegedly making a grinding noise.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Invacare consumer affairs talked to the dealer who stated that the consumer is alleging that her power chair stops abruptly with no indication. This has happened to the consumer in the middle of the road as well. The motors have allegedly been replaced 3 times and the joystick once in a little over a 1 year time period. Invacare will be replacing the device for the consumer.